Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial tuberosity advancement (tta) procedure on a canine, it was observed that the small battery drive device's rotations per minute (rpms) did not go high enough. It was reported that there were no delays in the surgical procedure as a spare device was available to complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the rotations per minute (rpm) on the device did not go high enough was not confirmed as the device was found to be functional and passed all pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had an unusual noise inside the handpiece, showed signs of immersion, excessive (complete) corrosion on the components from internal sub-assemblies, coupling lever, ball bearings, gear shaft and coupling gear. It was determined that these issues were consistent with improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.